Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, multiple undersensing issue was observed. No intervention has been performed and device will be monitored. No further information available.

Event description:
New information received on july 16, 2018 stated that noise possibly due to myopotential oversensing was observed. The device could sense r wave normally, but infrequent undersensing was observed. Both noise oversensing and undersensing led to false atrial fibrillation diagnoses. Programming changes were made to possibly reduce the rate of false positive. Additional programming changes were made to reduce false positives further. It was unknown if the issue was resolved.